Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; distal segment returned for analysis. Preliminary analysis revealed normal high voltage charging, but high voltage therapy not delivered. Further testing determined this was due to a shorted transistor on an integrated circuit.